Event description:
It was reported that during the preparation of an ultrasound guided cyst guided drainage catheter placement procedure, the length of trocar needle was allegedly longer than catheter. The procedure was completed with another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device, one 8fr navarre drainage catheter was returned for evaluation. The inner stylet was returned within the cannula and catheter. Visual, functional and dimensional evaluations were performed. The inner stylet and cannula were locked into place at the catheter hub. The distal tip of the stylet was not noted at the distal end of the catheter. The device appeared pigtailed at the distal end of the catheter. An attempt to carefully remove the inner stylet and cannula from the catheter was performed and was successful without issue. An attempt to load the inner stylet and cannula into the catheter was performed and was successful without issue. The stylet and cannula locked into place without issue. The distal tip of the stylet was noted at the distal end of the catheter. The manufacturing site review states, based on the provided photo and the review of the sample, the complaint does not exist. It is confirmed that the stylet extension from the catheter tip is within specification. Therefore, the investigation is unconfirmed for the reported trocar needle longer than the catheter issue. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g2, g3, h6 (component, method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was prepped for an ultrasound guided cyst guided drainage catheter placement procedure. Prior to the procedure, it was reported that the length of trocar needle was allegedly longer than catheter. The procedure was completed with another device. There was no patient contact.